Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had just switched to lower aligner 9 and they had pain each time they put them in. When they removed them, they discovered one of their teeth to be lose. They have regressed back to lower aligner 7 to try to maintain stability. Requested additional information to evaluate concern.